Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported the monitor will not turn on. Additional information is unavailable at this time.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the legal manufacturer regarding the final investigation.. The device was returned to the service center for evaluation. The customer¿s complaint of ¿ won¿t turn on ¿ was confirmed. Due the failure of the unit to power on no other functionality testing could be performed. In addition, the legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. The legal manufacturer reported that the most probably cause for the reported event is the following: the following factors might have caused the phenomenon: malfunction in the power supply circuit board; malfunction in the video processing board. The event was caused by the normal deterioration over time in light of the fact that 10 years have passed since the device was manufactured.